Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a roux-en-y procedure, a leak problem was noticed after the completion of the firing process. The leak was closed by oversewing with suture. No other known adverse events were reported.